Event description:
It was reported that additional intervention occurred. A left atrial appendage (laa) closure procedure was performed using only intracardiac echocardiography (ice) and a 24mm watchman flx laa closure device was implanted. When the patient returned for their 45-day follow-up transesophageal echocardiogram (tee) the closure device could not be located in the laa. It was believed the closure device had embolized, and was no longer in the laa. Without further imaging the patient was then immediately prepped for device retrieval and an angiogram was completed. During this procedure, the closure device was found implanted in the right atrial appendage (raa). The closure device was implanted into the raa, instead of the intended laa. At an unknown time post procedure, the patient went to another kettering medical center location (different than the implanting facility) with complaints of left side weakness. It was confirmed that a stroke did not occur. The patient is currently working with the implanting physician to determine the next steps regarding the watchman closure device.